Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of over 500 mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past two days. It was stated that the event leading to her admission was nausea and vomiting. Troubleshooting was performed. The programming, time, and date were correct. The mother stated that the battery was out of the device for a while because it kept beeping. The customer called back to performed the high pressure test and it passed. It was stated that her doctor recommended having the insulin pump replaced. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.